Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: on (B)(6) 2025, primary surgery with gamma4 was performed.after surgery, a cut-out of the u-lag screw occurred, and screw removal surgery was performed. During the procedure, it was found that the blade of the u-lag screw was bent outward.